Event description:
It was reported by the plaintiff's attorney that on an unspecified date, the plaintiff was implanted with an ams miniarc to treat pelvic organ prolapse and/or stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff experienced "severe emotional distress," "significant mental and physical pain and suffering," "sustained permanent injury," and "recurred incontinence and prolapse, severe abdominal and vaginal pain with prohibitive sexual pain, and severe limited mobility."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.